Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that device was not cutting and safety not working. It sound like the motor was going out, working slow. The event timing is occurred prior to surgery. A second dermatome was brought in and used to complete the case with no issues. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On july 31, 2013, it was reported that device was not cutting and safety not working. It sound like the motor was going out, working slow. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports. The last repair was october 23, 2013 where it was reported that unit was intermittent and the power cord assembly, power switch, ball detent, thickness lever, bearings, motor, o-ring, seal and retaining ring were replaced. This is not a related issue. Product review of the electric dermatome by zimmer biomet surgical on august 2, 2018 revealed that the device calibration and motor were out of specifications. The device had not been in for repair since 10/13. The cord was not zimmer biomet manufacture and was not repaired by this repair facility. Repair of the electric dermatome was performed by zimmer biomet surgical on august 14, 2017 which included replacement of the switch, head, control bar, calibration shaft, cord assembly, motor, reciprocating arm, o-ring needle bearing. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet surgical on august 2, 2018 revealed that the device calibration and motor were out of specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet surgical revealed that the device calibration and motor were out of specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.